Manufacturer narrative:
No information was provided in the complaint that would point to a cause for the result discrepancy or the error messages. Further investigation was not possible as no product was returned for investigation.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4). The result from the meter was 4.0 inr. This result was thought to be inaccurate so she was then tested with a hospital¿s coaguchek xs meter within four hours. The result was 1.9 inr. The result from the hospital¿s meter was believed to be correct. There was no allegation of an adverse event. During the hospital visit, it was determined the customer had a blood clot in the right ventricle and a stent was placed in the right ventricle. The customer was not anemic, had no antiphospholipid antibodies, and had no other illnesses. The therapeutic range was 2.0-3.0 inr. The meter and strips were requested to be returned for investigation. Relevant retention test strips (lot 176189-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.